Event description:
It was reported that the device had premature battery depletion. The clinic received an early replacement indicator (eri) alert. The patient was asymptomatic. Generator replacement was considered. There is no further information at this time.